Manufacturer narrative:
(B)(4). No device returned the analysis results showed that five ecr60b cartridge reloads were received. The reloads were received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis.

Event description:
It was reported that during a laparoscopic gastric by pass procedure with a long device when the surgeon fired the device for the ninth firing and began to suture he noticed that the staples were straight legged and malformed. He then completed with suture over the staple line. There was no patient consequence reported. The device was discarded but the reloads are available for return. They are returning all of the reloads they have due to they are unsure which one did not fire correctly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.